Event description:
It was reported, that the right ventricular (rv) lead was exhibiting high thresholds, since the implant. The rv lead was capped and replaced on (B)(6) 2024. The patient was fine before, during and after the procedure.